Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted (B)(4). Concomitant medical products: part #: 00786401200, femoral stem, lot #: 63191767. Part #: 00875705201, shell with cluster holes, lot #: 63203431. Part #: 00875201036, liner elevated rim, lot #: 63200919. Part#: 00877503603, bioloxâ® head, lot#: 2839492. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01336, 0001822565 -2020 -01820, 0001822565 -2020 -01822.

Event description:
It was reported patient underwent hip revision surgery 3 years post implantation due to pain, dislocation, and clinical presentation of metallosis. During the revision surgeon debrided metallosis, removed pseudotumor, noted acetabulum bone loss, implant wear and liner fracture. Due to the metal debris noted at trunnion and trunnion adapter, components were unable to disengage and elected to remove stem. During the removal of the stem the greater trochanter fractured. Attempts have been made and additional information on the reported event is unavailable at this time.